Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have damaged conductor wire insulation at the yaw pulley location. There was not material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn o fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument black cable was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was first observed intraoperatively but it is unsure what surgical task was being performed when the issue was identified. It is unsure if a wire was exposed due to damaged insulation but there was no loss of cautery associated with damaged cable and no signs of thermal damage at site of insulation damage. No arcing was observed during the procedure and the procedure was completed with the same instrument. It is unknown if the instrument collided with any other instrument or tool during the procedure and there were no problems removing the instrument through the cannula.